Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a motor error alarm. The blood glucose reading was 16.2 mmol/l. The alert occurred during priming. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. Insulin pump received with cracked case at dispaly window corners, battery tube threads and minor scratches on lcd window.